Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use in the anatomy, bubbles were observed in the 1.5 x 12 mm minitrek balloon during aspiration. There was no patient involved. The device was not used; a 1.5 x 8 mm mini trek was used in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device evaluated by MFR correction: device status changed from not returned to returned. Correction - removed method code 4115, removed result code 3221, removed conclusion code 67. Evaluation summary: visual, functional and sem inspections/analysis were performed on the returned device. The reported leak was confirmed. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the inner member leak may be attributed to a material/processing discrepancy and/or exposure conditions. The longitudinal leak was found approximately 3.2cm proximal to the proximal marker. Material tearing/splitting was documented at the leak edges on both ID and od surfaces. No significant mechanical damage associated with the failure mechanism was observed. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Correction: device is not available for evaluation. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.